Manufacturer narrative:
(B)(4).

Event description:
At two prior refills, the expected residual volume was 3ml and the actual residual volume was 6ml. The most recent expected residual volume was 2.8ml and the actual residual volume was 7ml. The baclofen does not increased slightly with no response. Per the reporter, there were no changes in symptoms and no active signs or symptoms of baclofen withdrawal; however, the pt did have increased spasticity. It was unk if that was normal progression of the hereditary spastic hemiplegia or an issue with the pump. The logs were negative. The pump was replaced and filled with lioresal. The pump dose was being adjusted every 10-14 days. Since the replacement, the pt was doing great.